Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was a mildly tortuous, moderately calcified mid left anterior descending artery (mlad) that is 90% stenosed. A 3.5 x 28 mm xience sierra device was advanced but failed to cross due to patient anatomy. Resistance was noted with the lesion during advancement and removal. An unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.